Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. The drugs being infused were unknown, but it was reported that they could have been a combination of the following: (B)(4); mix glucose & nacl solution (other supplier) and packed cells (bloodbank). This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer reported to baxter (B)(4) of a y type blood set that had a leak occur at approximately 15 minutes into the infusion of a patient. There was patient involvement, but no injury/consequences were reported. No additional information is available. This is report 5 of 6 of the same reported problem from this facility.